Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted device components were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6: explant date: unknown. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 21101609, model/catalog description: artisan lead 50 cm, unique identifier (UDI) #: (B)(4).